Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "problems in hands and axillary lymph nodes are enlarged".

Event description:
Patient reported "I have problems in my hands and my axillary lymph nodes are enlarged. Several tests have been run and recently it was discovered that my implants have ruptured, silicone has been found in my lymph nodes." The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(a), d6(b), h6.

Event description:
Patient reported the device has been explanted.

Manufacturer narrative:
"Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode."

Event description:
Patient reported against left-side, "I have problems in my hands and my axillary lymph nodes are enlarged. Several tests have been run and recently it was discovered that my implants have ruptured, silicone has been found in my lymph nodes." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, "I have problems in my hands. And my axillary lymph nodes are enlarged. Several tests have been run. And recently, it was discovered, that my implants have ruptured. Silicone has been found in my lymph nodes". The device remains implanted. This record relates to the left side.